Event description:
It was reported that the patient presented in the emergency department experiencing severe diaphragmatic stimulation on (B)(6) 2017. The left ventricular lead exhibited dislodgement. On (B)(6) 2017, the lead reposition was attempted but was unsuccessful because of the lead found to be coiled under the pulse generator by twiddler's syndrome. The physician revised the pocket and replaced the lead. No patient symptoms were reported.